Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The ball bearing of the tibial drill seem to have dropped into the drill itself, therefore it does not grip the drill stop properly. It caused less than 1 minute delay to surgery and no impact to the patient.

Manufacturer narrative:
Product complaint (B)(4). The impacted product coding has been modified from broken to jammed/seized, as the ball bearing identified in the complaint has been found to be jammed inside the barrel of the drill (not providing any spring tension to the instrument), rather than having broken loose from the drill instrument. The current coding is not reportable.